Manufacturer narrative:
The lot was manufactured october 7, 2017 - october 9, 2017. The device was received for evaluation with approximately 92ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that after 24 hours of infusion, only a small amount of fluid had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.